Event description:
The reporter received an er1 message on meter. Reporter did not report any blood glucose result. Reporter allegedly had placed a sample on the test strip correctly, and had checked the confirmation dot for adequate coverage. Reporter did not compare the test strip to the color chart on the vial. The reporter did not wish to troubleshoot, and did not give any further info. No symptoms were reported. No harm was alleged. Followup attempts to contact the reporter for add'l info have not been successful.